Event description:
Zilver ptx stents were placed in the right lower sfa and left upper sfa of the patient. After the procedure, the patient was transferred to another hospital and had been followed up there. Critical limb ischemia was observed (date unk) in both sides of lower limb of the patient. Worsened rutherford of both sides and ulcers on both sides were also observed. Re-intervention of the right sfa was performed. Through the angiography, this ischemia was confirmed to have originated from a new stenosis formed in the area distal to where the ptx stent was placed, meaning the ptx placement had no relation to this ischemia in right sfa, confirming there was a stenosis in the distal part of the ptx stent. Re-intervention of the left sfa was performed. The stenosis in the distal part of the ptx stent was treated by the pta and a new stent placement. On the (B)(6) 2014, the condition of the patient was unchanged; although the stenoses in both sides disappeared by pta and stent placement, ulcers have not been cured yet.

Manufacturer narrative:
PMA/510(k) #: p100022 and s001. Please note this report relates to the ziv6-35-125-6.0-120-ptx of lot # c777371 which was placed in the left upper sfa of this patient. Please note a further two suspect zilver ptx devices were confirmed as involved in this complaint in additional information received on the 16-may-14. Reference also reports # 3001845648-2014-00101 and 3001845648-2014-00102. This incident meets the reporting criteria of an FDA MDR report based on the intervention (pta and additional device placement) carried out as a result of the occurrence of critical limb ischemia and re-stenosis while a zilver ptx stent was indwelling. There were no zilver ptx devices of lot numbers c777371 in stock at the time of the complaint investigation. The stents were implanted in the patient and are therefore not available for evaluation. With the information provided a document based investigation was carried out. No images were provided to review as part of the complaint investigation. Re-intervention of the right sfa was performed. Through the angiography, this ischemia was confirmed to have originated from a new stenosis formed in the area distal to where the ptx stent was placed, meaning the ptx placement had no relation to this ischemia in right sfa. Critical limb ischemia in left sfa was confirmed to have no relations to ptx stents placement. Although the stenosis in distal part of the ptx stent led to the ischemia, this is not a special stenosis, but just a typical one often seen after stent placement. There were no malfunctions/defects/problems in the ptx stent itself or with ptx stent placement. It may be noted that re-stenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the re-stenosis process. As per instruction for use, re-stenosis of the stented artery is noted as a potential adverse event associated with the placement of this device prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. Quality engineering will continue to monitor these complaints for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt of corrected information in relation to the patients' outcome. Zilver ptx stents were placed in the right lower sfa and left upper sfa of the patient. After the procedure, the patient was transferred to another hospital and had been followed up there. Critical limb ischemia was observed (date unknown) in both sides of lower limb of the patient worsened rutherford of both sides and ulcers on both sides were also observed. Re-intervention of the right sfa was performed. Through the angiography, this ischemia was confirmed to have originated from a new stenosis formed in the area distal to where the ptx stent was placed, meaning the ptx placement had no relation to this ischemia in right sfa. Angiography was also conducted to the left sfa, confirming there was a stenosis in the distal part of the ptx stent. Re-intervention of the left sfa was performed. The stenosis in the distal part of the ptx stent was treated by pta and a new stent placement. Please note this report relates to the ziv6-35-125-6.0-120-ptx of lot # c777371 which was placed in the left upper sfa of this patient. Please note a further two suspect zilver ptx devices were confirmed as involved in this complaint in additional information received on the 16-may-14. Reference also reports # 3001845648-2014-00101 and 3001845648-2014-00102.

Manufacturer narrative:
PMA/510(k)#: p100022 and s001. Please note this report relates to the ziv6-35-12506.0-120-ptx of lot #c777371 which was placed in the left upper sfa of this patient. Please note a further two suspect zilver ptx devices were confirmed as involved in this complaint in additional information received on the (B)(4) 2014. Reports regarding these two devices will also be submitted. This incident meets the reporting criteria of an FDA MDR report based on the intervention (pta and additional device placement) carried out as a result of the occurrence of critical limb ischemia and re-stenosis while a zilver ptx stent was indwelling. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. There were no zilver ptx devices of lot numbers c777371 in stock at the time of the complaint investigation. The stents were implanted in the patient and are therefore not available for evaluation. With the information provided, a document based investigation was carried out. No images were provided to review as part of the complaint investigation. Re-intervention of the right sfa was performed. Through the angiography, this ischemia was confirmed to have originated from a new stenosis formed in the area distal to where the ptx stent was placed, meaning the ptx placement had no relation to this ischemia in right sfa. Critical limb ischemia in left sfa was confirmed to have no relations to ptx stents placement. Although the stenosis in distal part of the ptx stent led to the ischemia, this is not a special stenosis, but just a typical one often seen after stent placement. There were no malfunctions/defects/problems in the ptx stent itself or with ptx stent placement. It may be noted that re-stenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g during pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the re-stenosis process. As per instruction for use, re-stenosis of the stented artery is noted as a potential adverse associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records for zilver ptx and silver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. Quality engineering will continue to monitor these complaints for potential emerging trends.